Event description:
Baby was born on (B)(6) 2014. Baby was difficult to intubate and three attempts to do so took place. Once infant was intubated they were unable to remove the stylet from the et tube, therefore a 4th intubation attempt had to be done and was successful.

Manufacturer narrative:
A CAPA has been initiated by the manufacture well lead and a copy of the CAPA was forwarded to the FDA on 1/19/2015. A recall has been initiated by cardinal health on 12/23/2014 and the product will not be manufactured by the manufacture well lead for cardinal health until the CAPA is completed.